Event description:
The manufacturer received information a trilogy evo ventilator was reported to have given a "ventilator service required" alarm. It was reported the patient was using the ventilator at the time of the alarm but was not using the device 24 hours per day so their condition was stable with oxygen inhalation alone. The philips sales representative visited the facility and replaced the device for the patient. There was no harm or injury reported. The ventilator was evaluated at the manufacturer's service center. The "ventilator service required" alarm was duplicated on operational check. The device error code e-384 occurred, indicating that a pressure difference between the monitor pressure sensor and outlet pressure sensor that exceeds the prescribed value. Therefore, internal checking was performed, but no dirt on the airflow delivery route was confirmed. It was verified that the issue was resolved by replacing flow sensor. It has been determined that a failure occurred with the flow sensor. The device passed final testing and was confirmed to operate properly after repair.